Manufacturer narrative:
This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
Follow-up information from the clinic indicates the patient was shocked due to electromagnetic interference (emi). The alert was due to the wireless transmission being unable to transmit due to the patient's location at the time. The patient was seen in the clinic and the device was checked and determined to be functioning normally. The patient is doing fine now.

Event description:
It was reported that the patient received ¿a massage and detox thing and they put a tens-like unit on my stomach area and it caused a surge.¿ the patient received two shocks from their implantable cardioverter defibrillator (ICD) before the electrodes of the tens unit could be removed. An alert was triggered. The device remains in use. No further patient complications have been reported as a result of this event.